Manufacturer narrative:
Result cause: loose lead of run capacitor; scale calibration.

Event description:
It was reported by service report that the scale was not able to be zeroed. No pt involvement or adverse consequences were reported.